Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the sutures of two proglide devices were successfully pre-placed in a mildly calcified right common femoral artery using the pre-close technique via an 8f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. The sheath was upsized to a 12f and the evar procedure was completed. Reportedly, when attempting to achieve hemostasis with the pre-placed proglide sutures, the knot of one of the proglides could not be advanced to achieve hemostasis. It was noticed that the rail suture had a tear around the knot and was about to separate. The physician did not advance the knot to prevent suture separation. An additional proglide device was deployed. Hemostasis was achieved with the sutures of the one pre-placed proglide sutures and the additional proglide deployed at the end of the procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.